Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that they feel the pump is not adjusting properly. She has been having low blood glucose in the 45mg/dl, 50mg/dl and 60mg/dl range while using the auto mode feature. Patient's current blood glucose was 147 mg/dl. Customer reports programming is accurate. Customer stated had fruit gels or skittles or juice to treat the low blood glucose. The insulin pump will not be returned for analysis.